Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of patient pathology/morphology. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the slda. The reported patient effect of recurrent mr is listed in mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. On (B)(6) 2020, a control echocardiogram was performed, which noted that the patient's mr had increased to 3 and found that one of the clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no treatment performed to treat the slda as the patient was feeling well. The physician indicated that the clip initially had a good grasp on both leaflets but that after the procedure, the ventricle had dilated significantly causing the slda. No additional information was provided.